Manufacturer narrative:
Product ID 3889-28, lot# va0j2le, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient reported she stopped feeling stimulation and patient programmer (pp) indicated that therapy was off on program 4 at 8.5 v. The patient tried increasing and stimulation felt too much in program 2 and could not go past 4 v. She then decreased and do not feel anything. The patient tried all programs and felt no stimulation. The patient indicated that their symptoms are not under control. The patient used to self-catheterized and use the stimulator therapy. The patient was catheterizing more than she was peeing on her own. But now she noticed, she was really catheterizing out a lot and she was peeing very little. The patient indicated that when the device was first put in the therapeutic benefit was a little better. Then gradually she went back to catheterizing more. The patient's health care provider (hcp) stated if the device was not helping her she could take it out. The patient would like to try to diagnose. She stated 'it was not like removing a wart'. The patient was assisted in turning stimulation on. The patient increased up to 7 v and felt no stimulation then changed to program 1 and increased to 5.70 v and felt no stimulation. The patient tried program 2 and felt no stimulation at 8.5 v. The issue of not feeling stimulation was not resolved. While patient was using the patient programmer (pp) she got a poor communication screen a few times and stated it also happened before. The patient was able to use the programmer successfully during the call. It was also reported that patient had been having urinary tract infections and wen that urologist 3 times in the last 2 months due to having utis. The patient was also seeing her gynecologist who put the device in because uti and the yeast infection were so bad. The patient reported that had been having uti one after another, got her first uti 2 months ago, hcp said it was really bad. A few weeks ago she had the same symptoms. Hcp said they came back negative. She went back to hcp a week or two later. Hcp said it was still negative. Hcp put her on cipro antibiotics for a month to try to keep her from getting utis. As she was taking cipro, her hair started coming out really bad. Patient quit taking the medication. The patient stated that the therapy stopped helping with her urinary symptoms gradually. The patient indication was for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.